Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The 3.5 x 33 and 2.25 x 15 xience xpedition devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that prior to the procedure, a 2.25 x 15 mm xience xpedition stent and two 3.5 x 33 mm xience xpedition stents were observed not mounted on the balloon. There was no patient involvement and no clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Device evaluated by MFR - it was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. Added conclusion code 4307. Added method codes 10,4109. Removed method code 4114. Evaluation summary: the device was returned for analysis. The reported unstable stent was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported unstable stent as the stent was stationary on the balloon between the markers. However, material deformation (stretched stent) was identified during returned device analysis which may have been identified as an unstable stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Patient codes: 2645 labeled. (B)(4). Correction: device is not available for evaluation. Correction: patient code 2199 removed. The device was not returned for analysis. Based on the information provided, a definitive cause for the reported unstable stent cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported unstable stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.